Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal posterior descending coronary artery that was mildly tortuous, moderately calcified, and 95% stenosed. Pre- dilatation was performed with a semi-compliant unspecified balloon dilatation catheter. A 3.0 x 33 mm xience prime stent was deployed and a dissection was noted. Another xience prime stent was implanted to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.